Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.

Event description:
This is a spontaneous case report received from a medical doctor in united states on (B)(6) 2014 which refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2014 for permanent contraception. Pregnancy was denied. It was reported a partial expulsion of part of essure coil from left fallopian tube and part of essure coil passed in a clot on (B)(6) 2014. On (B)(6) 2014, hsg (hysterosalpingogram) was done and showed bilateral occlusion of tubes. However, left side was shorter. Essure was not removed. Ptc investigation result received on (B)(6) 2015. Ptc global number was (B)(4). Final assessment: failure mode/mechanism: the essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The insert's outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. Since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert, outer catheter, the inner catheter, and all parts within the handle assembly to confirm that all parts are accounted for. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We were unable to confirm any quality defect or device malfunction at this time. The possibility of micro-insert breaking during the procedure is an anticipated event. The risk to the patient for these types of breakage events were assessed during the design process, and adequate risk mitigation actions were taken to minimize the residual risk as documented in the design fmea. Medical assessment: this ptc was initiated due to a reported product technical issue. Neither batch number nor complaint sample were available for further technical investigation. The technical assessment concluded unconfirmed quality defect and noted that the possibility of micro-insert breaking during the procedure is anticipated per design fmea. The reported adverse events are not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this medically confirmed, spontaneous case report refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and it was reported that part of essure coil passed in a clot. This event, interpreted as device breakage, is non-serious and previously considered unlisted according to reference safety information for essure, was, upon receipt of product technical investigation (ptc) updated to listed (anticipated). During difficult insertion/removals, single cases have been reported of essure breakage. In this case, it was not clear whether the essure coil broke during insertion. Based on the information, a causal relationship between this event and suspect insert cannot be excluded. This case was regarded as other reportable incident due to the device breakage, as although it did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. Additionally, non-serious events were reported: partial expulsion of part of essure coil from left fallopian tube and left side was shorter. Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect (no batch number was provided). Medical ptc assessment considered that, based on the available information, there is no reason to suspect quality defect of the product. Further information is being sought.

Manufacturer narrative:
Follow up information received on 13-may-2015: the required number of follow-up attempts has been completed, with no response to date. Case closed. Company causality comment: this medically confirmed, spontaneous case report refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and it was reported that part of essure coil passed in a clot. This event, interpreted as device breakage, is non-serious and previously considered unlisted according to reference safety information for essure, was, upon receipt of product technical investigation (ptc) updated to listed (anticipated). During difficult insertion/removals, single cases have been reported of essure breakage. In this case, it was not clear whether the essure coil broke during insertion. Based on the information, a causal relationship between this event and suspect insert cannot be excluded. This case was regarded as other reportable incident due to the device breakage, as although it did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. Additionally, non-serious events were reported: partial expulsion of part of essure coil from left fallopian tube and left side was shorter. Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect (no batch number was provided). Medical ptc assessment considered that, based on the available information, there is no reason to suspect quality defect of the product. Further information could not be obtained.